Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. Upon system checkout, reconfigured pacs information into the navigation system. A software analysis was initiated to determine the cause of the issue. Analysis determined that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that the navigation system could no longer received images pushed from pacs. Technical services had the site use cat /sr/netconf/rw/physical_ifs/ifconfig.eth0 to confirm the ip information with pacs and the ip address was listed as zeros. This was following the update to 2.2.8. No patient was present.